Manufacturer narrative:
The company rep examined the system and was unable to duplicate the customer reported event, however confirmed the system message [low pressure air (lpa) illuminator module - communication error] in the system's event log and replaced two cables to the lpa/illuminator printed circuit board. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported that a system message displayed during a procedure. Add'l info provided indicated half way through the vitrectomy procedure, and error message displayed on the screen. The system was exchanged to complete the case following a five min delay. There was no injury or harm to the pt.